Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the set was leaking at the connection.

Manufacturer narrative:
Submission date: 09/18/2018 an investigation was performed for the reported customer complaint: ¿the customer reported that the set was leaking at the connection.¿ the device history record (DHR) for the reported lot number 170200180 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Seventeen (17) samples were received for evaluation. Visual and functional inspection of the samples identified leaking at the spike connector. The reported customer complaint is confirmed. A root cause could not be determined. A formal CAPA investigation is currently in progress. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.